Event description:
The account alleged that the side rail shows it is down when it is raised. The account alleged that fluid has gotten into the side rail. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.